Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and all release criteria was met. The physician unscrewed the closure device from the core wire of the wds and successfully implanted the device in the laa of the patient. After the device was released a small non mobile thrombus was discovered on the limbus side of the appendage. No intervention or treatment was performed. The physician planned to discharge the patient as normal on a medical regiment of warfarin. The patient did not experience any complications as a result of this event and is expected to make a full recovery.